Event description:
It was reported that multiple altitude alarms occurred. Customer changed cartridge and alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.